Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The current status of the patient is "unknown".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Upon functional inspection, no staples fired. Damage to the trigger and die cast anomalies on the forming tool were observed. No other defects or anomalies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The current status of the patient is "unknown".